Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Further, in situ measurements before the reported issue show several channels with hi status due to undetermined reasons. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2025 while driving, the processor turned off. When it was switched back on the user no longer had any auditory perception with the device. The user has been reimplanted.

Event description:
On 02oct2025 while driving, the processor turned off. When it was switched back on the user no longer had any auditory perception with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.